Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used. E1 - initial reporter establishment name: (B)(6) hospital, (B)(6) hospital (B)(6) (B)(6).

Event description:
The customer reported a tear of the olympus single use distal cover during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The issue occurred after the procedure and the procedure was completed with the same device. There was no patient injury reported.